Event description:
It was reported that during a vats the device was clamped on the lung and fired. The device cut, but the staples did not close. The device made a popping sound upon firing. This occurred on the first firing and no buttressing material was used. There was excessive bleeding that the surgeon had not expected after the firing. Another stapler was used to complete the case. The pt was fine and did not require any blood products.

Manufacturer narrative:
Date sent: 07/10/2008. Info anticipated, but unavailable at this time.